Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the site was questioning the cardiomems pressure readings. The site reported that the patient's creatinine levels were elevated after the patient was treated according to the cardiomems readings indicating that they had been overdiuressed. The patient was not symptomatic. The site has adjusted the patient's goals and reports the patient is currently stable and being monitored as an outpatient via the cardiomems.